Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implanted in restenosed stent. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It was reported that the xience stent was implanted to treat re-stenosis of a previously implanted stent. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported event.

Event description:
It was reported that approximately one year post xience v stent implantation in the proximal 1st obtuse marginal artery, the patient presented with increasing chest pain and was found to have in-stent restenosis. Medication was given and percutaneous coronary intervention was performed. There was no adverse sequela reported and on (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.